Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of high levels of ammonia and peritonitis with culture (B)(6) for gram positive organism in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had high levels of ammonia which caused peritonitis (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. The nurse medically confirmed this report. On an unreported date in 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12a02018, h12a31066, h12b29043, h12c30049, and h12d30047. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.